Event description:
New information received noted that during the implant procedure the right atrial lead was found to be unstable.

Manufacturer narrative:
The reported events of capturing issue and sensing issue were not confirmed. As received, a complete lead was returned for analysis. Electrical, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high capture threshold. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.